Event description:
It was reported that during a shoulder cuff repair, the front end of the truepass suture passer was damaged. Pieces were removed from the patient with tweezers. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported truepass suture passer w/self-capture feature, used in treatment, will not be returned for evaluation. However a photograph was supplied confirming the reported breakage. The upper jaw has broken. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.